Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "right axillary adenomegaly."

Event description:
Healthcare professional reported, right-side rupture, capsular contracture baker grade ii, and "axillary adenomegaly" identified per imaging. The device has been explanted.

Event description:
Healthcare professional reported, right-side rupture, capsular contracture baker grade ii, and "axillary adenomegaly" identified per imaging. The device has been explanted.

Event description:
Healthcare professional reported, right-side rupture. Capsular contracture, baker grade ii, and "axillary adenomegaly". Identified, per imaging. The device has been explanted.